Event description:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("intense pain") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included parity 5. Patient was (B)(6) years old at the time of report. In (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (fallopian tubes and part of uterus were removed). Essure was removed in (B)(6) 2018. In (B)(6) 2018, the pelvic pain and genital haemorrhage had resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the patient immediately experienced intense pain and persistent bleeding after insertion; she had pain all the time, the worst pains of her life, and the bleeding did not stop. After removal, her symptoms subsided. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.